Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 700cc mentor memorygel breast implant experienced bilateral capsular contracture baker grade unknown and left sided rupture post procedure. As a result, patient underwent bilateral removal and removal with two 630cc mentor memorygel breast implants on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown . Manufacturer¿s reference number: (B)(4).